Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that a contrast leak occurred. Vascular access was obtained via an ipsilateral antegrade approach. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified right distal femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected for dilation. During procedure, after a 014 non bsc guidewire and a non bsc guide catheter were inserted, ivus was performed and the lesion was observed. The device was inflated at 4atm up to 6atm; however, a shadow appeared on fluoroscopy which seemed that the contrast media leaked. Deflation was performed with a non bsc device and the device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by the manufacturer. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 6 mm distal from the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the hypotube identified multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination of the extrusion shaft identified no kinks or damages. No other issues were identified during device analysis.

Event description:
It was reported that a contrast leak occurred. Vascular access was obtained via an ipsilateral antegrade approach. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified right distal femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected for dilation. During procedure, after a 014 non bsc guidewire and a non bsc guide catheter were inserted, ivus was performed and the lesion was observed. The device was inflated at 4atm up to 6atm; however, a shadow appeared on fluoroscopy which seemed that the contrast media leaked. Deflation was performed with a non bsc device and the device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.